Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have been fractured due to exhibited noise. The physician was unable to confirm the fracture. Subsequently, a replacement procedure was performed where this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. This rv lead was returned to facility awaiting analysis.